Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose level at the time of incident was 50 mg/dl. Customer's current blood glucose was 58 mg/dl. Customer had been treated with food, other sweet tea and 2 spoons full sugar. Customer reported symptoms related to low blood glucose such as weakness and vomiting. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.